Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; lem (link electronic module) printed circuit board assembly defect. (B)(4).

Event description:
It was reported the header connection was faulty. The programmer was returned for service. There was no patient involvement indicated.